Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient reporting that they were unable to charge. It was able to make a connection and then it would drop it. After troubleshooting and education on repositioning the antenna, the issue resolved and the patient was able to achieve 6-8 coupling bars. The patient stated that they were confusing the coupling bars with the implantable neurostimulator (ins) battery level. There were no patient symptoms reported.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had difficulty recharging. The patient was pressing the wrong button when trying to charge the ins. No symptoms were reported. Additional information was received from the patient. It was reported that the patient couldn't connect with the recharger or programmer. It was noted that the patient was to have knee surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.